Manufacturer narrative:
Please note that this date is based off of the date of publication of the abstract, which in this case is the first day of the meeting of the north american neuromodulation society at which this abstract was presented, as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with any previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Knezevic, n. N., lissounov, a., knezevic, I., khamesi, m. T., motahari, h., candido, k. D. Smoking increases the risk of lead migration, but does not increase the risk of infection (10501). North american neuromodulation society 19th annual meeting. 2015 summary: an impact of smoking is undisputed on general health and patient recovery after surgical procedures. Smokers are shown to be at increased risk for infections among perioperative patients. We examined the effects of tobacco smoking on scs efficacy and rates of common complications with scs. Reported events: an unknown number of spinal cord stimulation (scs) patients experienced lead migration; an unknown number of scs patients required a revision. Further information has been requested; a supplemental report will be submitted if additional information is received. See attached literature article.